Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot #: (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 02-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and manufacturing representative (rep). The patient reported that they don¿t feel stimulation and they are upset. They stated that with their previous implant they liked to have stimulation turned up high to feel it, like a message on their legs. The patient spoke with the nurse, who indicated that the patient was not supposed to feel stimulation with the current programming. The patient was upset because when they woke up from the implant procedure, the manufacturing representative (rep) was not there, and they just had a controller with their name on it and 1 setting. "The" stated that the rep told them that the controller was easy to use like an (B)(6). The patient was upset that the rep came in while they were sleeping, and they didn¿t even remember seeing the rep. They mentioned that with their previous implant, the rep came in and gave them a tutorial and explained the devices and programming. Overall, the patient was very upset with the customer service. The patient mentioned that they read the manual and successfully charged the implantable neurostimulator (ins), but they are unable to adjust the settings. They noted that they only have group a and ¿something else¿ and when they tried to increase it they saw a ¿can¿t adjust settings¿ message on the controller. The patient thinks that they only have 1 setting and is upset about that. They indicated that they were hurting. The patient was going to call back with their controller present so that they could attempt further adjustments. Additional information received from a rep indicated that they spoke with the patient, and will be finding a time to meet. No further complications were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient will be seen on (B)(6) 2018. Additional information received from the rep on (B)(6) 2018 indicated that an impedance check with reference to each electrode was performed, and the lead is out of range. No contributing factors were known. The rep stated that a lead revision is to be performed once authorization is obtained. No further complications were reported or anticipated.